Manufacturer narrative:
(B)(4). Date sent: 4/29/2020. D4: batch #t5f12f. Investigation summary the analysis found that one psee60a device was returned with an endopath xcel trocar inserted in the jaws, and with the joint cover damaged and the anvil bent upwards. One gst60d cartridge was loaded in the device. The cartridge reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Due to the damage on the joint cover, it is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the patient was going to have a stoma. The patient is stable 1 week after the operation. Additional information was requested, and the following was obtained: was the stoma due to the difficulties experienced with device or were there other factors? If so, please explain. The creation of the stoma was scheduled before the surgery. What is the current patient status? The patient is stable as of (B)(6).

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected at the 2nd firing. The device was used on the rectum below the peritoneal reflection. Gst60d was loaded on the device. The jaws remained unable to be fully closed since the tissue was not compressed completely. Then, the surgeon tried to open the jaws, but it couldn't. He thought the knife did not return to home position completely and used the knife reverse switch. But the switch did not function. Therefore, remaining the jaws were half-opened and articulated, the device was removed from the patient along with the xcel trocar. It was found that deployed staples were unformed, and the target tissue was not stapled properly. Bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. After that psee45a loading ecr45d was fired 2 times over the staple lines which was created at the first and the 2nd firing with the psee60a in complaint. The target tissue was cut and stapled by 3 firings in total. Dst anastomosis was performed with cdh25a to complete the case. There were no adverse consequences to the patient. The patient was a male, and his pelvic was narrow. The patient had a radiation therapy before the procedure, so that his tissue became fibrotic. The target tissue was also thick. There was a difficulty in the treatment for the mesorectum. When the psee60a in complaint was used at the first firing with gst60d, it was found that the placed clip on the intestinal tract did not close completely. That convinced the surgeon that the target tissue was thick. When the device was checked after the procedure, it was found that the middle part at the right side of the anvil jaw was deformed.